Event description:
It was reported that the iLet pump temporarily did not display Dexcom G7 continuous glucose monitor (CGM) glucose readings while the Dexcom app continued to show data, after which pump readings resumed without intervention and the user was advised to remove old sensor connections. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no adverse events, and no hospitalization. User support included troubleshooting and user education focused on connectivity and device setup. Investigation of this case revealed a transient signal loss between the CGM and the iLet pump consistent with a communication interruption, with no pump hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or setup-related connectivity disruption.

Manufacturer narrative:
Initial.